Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by MFR: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -5.0 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, and unreactive (fixed) pupil. The problem was resolved. The cause of the event is reported as a patient-related factor.